Event description:
A physician reported a pt who was treated on 8/28/97 into the left nasolabial fold and left secondary smile lines to help improve drooping from bell's palsy. On 9/2/97, the pt developed 3 mm size erythematous, itchy papules at the mid and lateral left cheek, not including injection sites, as well as 3 itchy papules on the right chin. No symptoms were noted at the injection sites. On 9/4/97, the pt was seen; the areas did not look like herpes, but the pt was placed on oral valtrex. She was seen again on 9/5/97, and the physician prescribed oral septra. The physician believed the symptoms were possibly related to collagen.